Event description:
A caller reported that the housing around the usb port of their insulin pump was damaged, which impacted the ability to charge the pump. The issue arose when the charger broke off while connected, and an attempt to remove it caused further dysfunction of the usb port. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by arranging to send a replacement pump. The customer was advised on necessary steps, including returning the problematic pump, and acknowledged understanding and compliance with the instructions.